Event description:
The implant malfunctioned due to dropping from the implant driver. The malfunction did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Tab h says this is a serious injury reportable event, this should be a malfunction. The statement in tab b is correct. Via this follow up report the discrepancy is corrected.

Event description:
The implant malfunctioned due to dropping from the implant driver. The malfunction did not cause or contribute to a death or serious injury. Tab h says this is a serious injury reportable event, this should be a malfunction. The above statement is correct. Via this follow up report the discrepancy is corrected.